Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that before the implant of the right ventricular (rv) lead the helix was inspected outside the patient¿s body. Trouble shooting was performed, but the rv lead helix would not extend. The helix finally extended after surplus torque on the rv lead body was utilized; however, the issue persisted when the helix was retracted and an additional attempt at extending the helix was tried. The rv lead was not used, and a different rv lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted the helix extended and retracted smoothly and within specification. If information is provided in the future, a supplemental report will be issued.